Event description:
It was reported by the patient that the patient was assaulted which resulted in impact to the device site. The patient presented to the emergency room (ER) with pain and also felt the device had repositioned by "about an inch." Follow-up with the device clinic revealed the patient had not been seen since implant; however, the notes from the ER were reviewed. Abrasions to the face were noted, but no other issues were found and the patient left the ER without treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4058m implantable pacing lead, (B)(6) 1995. (B)(4).